Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during interrogation of the pulse generator, telemetry communication was intermittent and an error message was displayed. The error message was not reproducible after rebooting the programmer.